Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthrough, guide cath: heartrail jl4 6f. (B)(4). The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4). The device was not returned for evaluation. It should be noted coronary dilatation catheters (cdc), traveler rx, global, (B)(4), instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the distal left anterior descending artery with heavy tortuosity, heavy calcification and 99% stenosis, a 3.5x15 mm traveler rx balloon dilatation catheter (bdc) was advanced without resistance for pre-dilatation. Air aspiration of the bdc was performed inside of the patient anatomy. When pressure was applied to the balloon at 8 atmospheres (atm) for 10 seconds, the pressure of the balloon could not be increased more. The bdc was withdrawn without resistance from the patient anatomy. The device was checked outside of the patient anatomy and a balloon rupture was confirmed. As the lesion was dilated enough already, no additional pre-dilatation was performed. The procedure was successfully completed after a xience xpedition stent was implanted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.